Manufacturer narrative:
Investigation:the tbct customer support recommended the customer disable the aim and rbc detector first in order to continue the run. After the run was continued, the customer was asked to re-enable the rbc detector. The reason causing the reported alarm and for dark color plasma in connector was also explained. The patient¿s hct was also asked to gradually drop down to the original value of 29%.the customer is not alleging any problem with the machine or disposable set. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient with thrombotic thrombocytopenic purpura (ttp)expired while undergoing a therapeutic plasma exchange (tpe) procedure for first time on spectra optia. The customer initially contacted terumo bct support specialist and reported that at the beginning of a tpe procedure for first time on a patient, they received a ¿aim system detected rbc interface near top of channel¿ alarm and noted dark colored plasma in connector and waste bag that they described as hemolysis . Per the customer, the original hct was 29% and they increased it a gradually up to 40%.the customer further informed that entire interface was of only rbc layer. Tbct customer support suggested after having a look at the interface picture that there were two separate layers, a red blood cell layer and another is a plasma layer with tea colored plasma. The customer also notified the rn and confirmed that hemolysis is present as the laboratory testing found that plasma was discolored prior to starting the run, the lactic acid blood test confirmed the presence of dark plasma. The tbct customer support suggested the customer multiple times to contact their physician to find out if the hemolysis was due to the patient¿s preexisting condition of ttp before continuing the run. During subsequent follow-up with the customer, it was found that customer notified the physician and a decision was made to stop the procedure. Per the customer ,the patient¿s vital signs were 'unstable' with elevated heart rate and low bp prior to starting the procedure and patient was already on the ventilator. It was found that after disconnecting the patient a cardiopulmonary arrest (coding) happened to the patient. The customer mentioned that patient was 'alive' after the code and 'died' on the morning of (B)(6) 2019. The customer declined to provide patient's identifier (ID)the patient's family declined autopsy as patient was under cmo, therefore, no autopsy will be performed. The spectra optia exchange set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no suspected malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
A terumo bct service technician checked out the device at the customer site and performed a functional check on the device. The inspection found loose screws on the centrifuge door, the screws were tightened. An autotest and saline run were completed successfully. Per the service technician the device was verified to be operating per manufacturer specification. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information . Investigation: the run data file (rdf) was analyzed for this event. Analysis of the rdf found the device operated as intended and there was no indication the device contributed to the death of the patient. Per terumo bct internal medical review, there is no current evidence to suggest that the device caused or contributed to the patient's death. Root cause: based on the run data analysis, investigation findings, information provided by the customer, as well as internal medical review; the cause of the death following the tpe procedure was due to the patient's medical condition.